Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button anomaly. The customer blood glucose level was unknown. The customer stated that the buttons were hard to press. Customer also stated that insulin pump had crack by the battery. Troubleshooting was not performed and device will not return for the analysis.